Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in the right eye (od) post treatment. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in the od. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2018: right eye pre-op 20/20 3.00 x -1.25 x 90, left eye pre-op 20/20 3.50 x -1.25 x 95. Bcva from (B)(6) 2018: right eye post-op 20/20 -.25 x -1.00 x 164, left eye post-op 20/20 -.25 x -1.00 x 177.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 01/31/2008, however the correct date is 02/08/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.